Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited a continuous increase in shock impedance measurements from 85 ohms at implant to now greater than 140 ohms. All other measurements are stable and within normal limits. The physician plans to perform system integrity testing. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent commanded shock testing and with a 11 joule shock an impedance measurement of 77 ohms was returned. No changes were made to the patient's system. The physician plans to follow-up the patient on a normal routine.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation of high out of range shock impedances were unable to be reproduced during analysis.